Event description:
It was reported that the customer received multiple temperature alarms. The temperature of the area was approx 70 degrees. The customer blood glucose level was 224 mg/dl. The customer has a backup pump to manage diabetes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.